Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. Customer's blood glucose was 163 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. However, the drive support was found slightly loose. The insulin pump was received with cracked case at display window corners and reservoir tube lip. The insulin pump received with minor scratched lcd window.